Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons were not responding. The customer also stated that the time was advancing. No harm requiring medical intervention was reported. Customer mentioned a few no deliveries but was not sure on the dates, putting today's date as today they were reporting them. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device received with intermittent button response due to flattened esc, act and up button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector.